Manufacturer narrative:
(B)(4). This complaint has been re-evaluated and determined to be MDR reportable. The device was received in quality assurance and a visual examination was performed. It was noted that the torsion spring was seated properly. The device was returned with a full complement of staples all of which were advanced past the surface f the sulu. It was also noted that the interlock was engaged. The sulu was removed from the instrument and the interlock was moved out of the way. The device was cycled with acceptable results. There was no binding in the trigger and the thrust bar moved fully forward. Next the pushers and the staples were reset on the sulu that was returned. The device fired properly with good staple formation. The reported condition can be confirmed and attributed to incomplete handle compression.

Event description:
Reportedly, after exchanging the dlu, tried to fire but the handle would lock and it could not be fired. Used another device. No injury. Procedure: roux-en-y. Pt sex: male.